Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not notify the customer when the pump reached 20 units of insulin left in the cartridge. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.